Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #3. Aware date should have been listed as 08jul2024.

Event description:
Patient reported left side rupture and preventative replacement. Device has been explanted.

Event description:
Device has been explanted and replaced.

Event description:
Patient reported left side rupture and preventative replacement. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety¿product/procedure-breast: unable to observe since it is not related to the device. Rupture-breast: not observed. As per the investigation procedure deformation, creases, wear abrasion and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported, left side rupture. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported left side rupture and preventative replacement. Device has been explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety ¿ product/ procedure: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.